Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited no pacing, no sensing and high out of range pacing impedance measurements greater than 2,000 ohms. The physician suspected a lead fracture, however, this was not confirmed through diagnostic imaging. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.